Event description:
"Ation" of the implant was verified. Patient presented with bone type iii and fair oral hygiene. The device was forwarded to the manufacturer for investigation. The patient experienced the following at the time of event: pain, mobility and inflammation. No further patient complications were reported.